Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator at the incision site. Subsequently, the patient was administered with IV antibiotics and the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.